Event description:
It was reported that customer experienced occlusion alarms, including alarm 2 followed by alarm 26, while using pump with specified infusion set and insulin. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin, and reported no visible issues with infusion set or prolonged cartridge use, and technical support provided off-label insulin guidance, confirmed no recurring occlusion problems, and closed case with no further assistance needed.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.